Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump received with operating currents within spec. No failed battery test alarms noted. The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. Analysis was unable to prime unit during prime test due to faulty force sensor resistor. The insulin pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had failed battery test alarm and keypad anomaly. The blood glucose at the time of the incident was 144 mg/dl. Troubleshooting was not performed. The device was returned for analysis.